Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, there was a high alarm displayed: air-in-line detected during testing. It was noted that air detector was defective and inoperable, and this was the cause of the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited air in line alarm. No patient was involved in this event. No adverse effects were reported.